Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient's reason for calling was to ask for the date of their implant as he did not have an ID card. The patient mentioned his ins has not worked for years and hurts a whole lot where it is placed, so he is meeting with a doctor to have the ins taken out and hopefully replaced with and product. The patient did not remember when the ins stopped working/when it started hurting where it was placed. The patient did mention that he needed to meet with a manufacturer representative (rep) in the past to have his ins jump started. No further complications were reported. No patient symptoms were reported.